Event description:
A user facility reported to olympus, that during reprocessing of the evis lucera duodenovideoscope, the scope channel 1 and 4 were blocked in the automated endoscope reprocessor (aer). Upon inspection and testing of the customer returned device, foreign material (black debris) was found in the mouth of the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses adhesive worn out, optical cover glass adhesive worn out, distal end cap damaged, bending section cover or distal sheath adhesive lifting, angulation lower than standard, electrical test out of specification, and black debris found in the mouth of the air/water channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: a piece of injection tube or silicone rubber product or the like entered in the air/water channel and clogged the nozzle. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) and why the foreign material remained could not be determined. The following is included in the IFU and may have helped prevent the event: "precautions: all channels of the endoscope, including the elevator wire channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous examination. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next examination with the endoscope." Olympus will continue to monitor field performance for this device.